Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and high ketones. The reported blood glucose reading was 218 mg/dl. The mother also reported multiple no delivery alarms. In addition, the mother felt that the insulin pump was not delivering insulin accurately. Troubleshooting was performed, and the insulin pump passed the prime test. The mother was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.